Event description:
It was reported that the bd 1.0ml syringe had black foreign matter in the syringe, this was discovered after injection. The following information was provided by the initial reporter, translated from chinese to english: the pharmacy staff consulted some syringes in the purchased wanbang injection, and found black spots in the syringes after pulling out the injection. Now the patient is in a very emotional mood, worried about the quality of the product, and hopes to solve it as soon as possible.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1cc, 12.7mm u40 insulin syringe. Customer states that a black foreign matter was found in the middle of push rod when the customer was planning to use the syringe. The returned syringe was examined and exhibited dark material embedded in the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely degraded polystyrene (plunger rod material). A review of the device history record was completed for batch # 0307071. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. The root cause cannot be determined due to a lack of evidence. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-15. H6: investigation summary: upon examination of the returned sample, it was confirmed there are visible degraded polystyrene particles embedded within the plunger rod. It should be noted that the base resin for the plunger is polystyrene. Thus, the discolored particle is not foreign material but degraded polystyrene to the point of discoloration. Manufacturing evaluation after tracking the product information, it was identified that this plunger was molded 03jan2021. This date coincides with the start-up of the molding press after the plant was closed for a planned shutdown. The holdrege in-process inspection plan requires associates to inspect for multiple characteristics, including fm, burns, and discoloration. Two (2) full shots of all cavities are required to be inspected at the start of each new pallet/container and when process parameters are adjusted. If this part had been detected during in-process inspections, it would have been processed per the quality notification process. No notifications for fm, burns, or discoloration were noted in the DHR. Root cause/corrective action with this information, the root cause is most likely that melted polystyrene within the molding press sat for an extended period and hardened. When the press was started after the shutdown, the plastic was reheated and caused the polystyrene to discolor. The process for the start-up is to purge the molding press of the reheated plastic. However, small degraded particles can break loose for a period causing them to be molded into the component. Associates are reminded to purge the plastic from the machine after an extended shutdown period. H3 other text : see h10.

Event description:
It was reported that the bd 1.0ml syringe had black foreign matter in the syringe, this was discovered after injection. The following information was provided by the initial reporter, translated from chinese to english: the pharmacy staff consulted some syringes in the purchased wanbang injection, and found black spots in the syringes after pulling out the injection. Now the patient is in a very emotional mood, worried about the quality of the product, and hopes to solve it as soon as possible.

Event description:
It was reported that the bd 1.0ml syringe had black foreign matter in the syringe, this was discovered after injection. The following information was provided by the initial reporter, translated from chinese to english: the pharmacy staff consulted some syringes in the purchased wanbang injection, and found black spots in the syringes after pulling out the injection. Now the patient is in a very emotional mood, worried about the quality of the product, and hopes to solve it as soon as possible.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.